Event description:
It was reported that at the initial set up of the pump, the 5cc reading read 50cc, and the 30cc and 40cc readings read 60cc. Due to this, another pump was obtained for use. There were no pt complications.